Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, nurse had pyxis access but faced issues removing non-controlled medications despite permissions. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue had occurred because the user account was assigned to multiple facilities, and switching facilities on the approval queue page without refreshing had caused the problem. The technical support specialist advised refreshing the web page (using f5) after selecting the correct facility, which allowed the user to add formulary items to the approval queue successfully. The system functioned as intended after the technical support specialist completed the troubleshooting and investigation.